Event description:
It was reported that this pacemaker exhibited oversensing of myopotential signals. Additionally, it was discussed that this patient has had a history of low r waves since this system was implanted. The right ventricular automatic threshold (rvat) test was unsuccessful due to low evoke response. It was noted that this system is implanted with a non boston scientific lead in the left bundle branch. Further discussion with the physician and troubleshooting options were recommended. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 device codes.

Event description:
It was reported that this pacemaker exhibited oversensing of myopotential signals. Additionally, it was discussed that this patient has had a history of low r waves since this system was implanted. The right ventricular automatic threshold (rvat) test was unsuccessful due to low evoke response. Further discussion with the physician and troubleshooting options were recommended. No adverse patient effects were reported. At this time, this device remains in service.